Manufacturer narrative:
G4: 26aug2020 b4: 27aug2020 the service technician confirmed that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported touchscreen failure. The service technician performed visual inspection of the touchscreen failure. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The service technician replaced the touchscreen to resolve the reported issue and the device returned to full functionality.